Event description:
Reporter alleged blood glucose measured 224, 106, & 123 mg/dl when all testing was performed within 2 minutes. No actions were taken or treatment was received reportedly as a result. A request was made for the return of suspect device and replacement product was sent.